Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, during the tavr procedure, the 23mm sapien 3 valve was deployed in the descending aorta. Additional information has been requested.

Manufacturer narrative:
Additional information provided by the hospital medical records indicated the patient had a pre-exiting surgical aortic valve and was suffering from acute on chronic diastolic and systolic heart failure from significant aortic insufficiency with systolic flow reversal in the descending aorta due to paravalvular leak with a large aortic annular abscess, severe dilatation of the sinus of valsalva, and 4 previously placed vascular plugs around the valve. The concern was that the tissue was too fragile and that the valve was more than partially dehisced. The decision was then made to place a 23mm sapien 3 valve in the descending aorta (hufnagel position). The procedure was primarily performed using suprasternal transthoracic images through supplemental tee images. The s3 ¿embolized¿ several times into the ascending aorta due to the sever ai. Each time, the valve was ¿dragged back¿ to the descending aorta. On the 3rd time, the valve was over-inflated and kept position. Afterward a type b aortic dissection that extended into the mesenteric and right external iliac arteries with ¿hemopericardium, likely bilateral hemothorax and mediastinal hematoma¿ was noted. With the patient in a supraventricular tachycardia, a 25mm true balloon was inflated just on the distal ends to flare a little bit which kept the valve in the appropriate position. Post deployment angiogram of the distal aorta and abdominal aorta confirmed the brachial vessels were open. Tee confirmed there was no ascending aortic hematoma and no significant aortic regurgitation. The patient was taken to the ICU. Ultimately the patient developed severe acidosis and multi-organ system failure and after thorough discussion between the family and the numerous specialty services, his family decided to withdraw care. He was extubated on pod3 and was transferred to inpatient hospice facilities. Per the instructions for use (IFU) valve embolization and cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted surgical aortic valve in the descending aorta (hufnagel position), is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the valve embolized due to the patient¿s severe ai. The aortic dissection and hematoma were caused during the 3rd attempt to reposition and post-dilate the valve after it had embolized.